Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed external ram error. The customer's blood glucose was 235 mg/dl at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump alarmed external flash crc error during the off no power test due to a problem isolated to the mother board. The pump passed the idle current, run current, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.